Event description:
Following an uneventful novasure endometrial ablation on (B)(6) 2011, the patient returned to the ER (emergency room) on (B)(6) 2011 with "foul smelling discharge and uterine pain." She did not have a fever or "peritoneal signs." She was given antibiotics and she returned home. She followed-up with her physician on (B)(6) 2011 with the same symptoms, but somewhat improved. Doxycycline was added to her antibiotic regime. She did have "mild uterine tenderness on initial exam (date unknown). All cultures were negative and an ultrasound, done on (B)(6) 2011, was wnl (within normal limits)." On (B)(6) 2012, the physician reported he has seen the patient on follow-up and "she is fine."

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) and sterile lot record reviews could not be conducted for the disposable device as the lot number was not provided by the complainant. According to the instructions for use (IFU) other adverse events: the following adverse event could occur or have been reported in association with the use of the novasure system: infection or sepsis. Reference internal complaint (B)(4).